Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had no delivery alarm during manual prime. Customer's blood glucose was 84 mg/dl. The customer was advised to change the set and/or reservoir in order to do troubleshoot. After the troubleshooting was done, customer stated the device did not alarm no deliver with manual prime. The customer was advised that changing the reservoir resolved the issue. The customer was advised to return the product for analysis. The customer was advised that we would send replacement sets and reservoir.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.